Event description:
Infection was reported. It was further reported that there was a possible infected pocket and that during a device check it was found that the thresholds on the lead were increased. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.